Event description:
According to the reporter, during the laparoscopic procedure when the balloon was inflated on the trocar, it broke. There was no harm caused to the patient. The device is expected to be returned for evaluation.